Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap and the metal plate of the battery cap came off. The customer also reported that the insulin pump had a crack on the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the cosmetic damage and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the battery cap and contacts damage and the customer will be provided with a battery cap replacement. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with battery cap contact missing, pillowing keypad overlay, scratched case, cracked case and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked battery tube compartment was noted and missing battery cap metal contacts were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.